Event description:
User contacted technical service of manufacturer alleging that although the bed exiting detection was signaled locally (the bed rang), the signal was not received through the nurse call station.